Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. The physician started medication therapy for the patient. No additional adverse patient effects were reported. This rv lead was explanted.